Event description:
It was reported that the patients home was struck by lightening and the transmitter cords exhibited burnt physical damage.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.